Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that several episodes of undersensing were observed on the device. Technical support was contacted and confirmed the presence of true pause episodes as well as undersensing. Due to the confirmation of bradycardia, the device was explanted and a pacemaker was implanted. The patient's condition was stable and there were no adverse consequences.